Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that catheter and internal wires were cut 55.6 cm from the connector and received in two sections. The catheter was tied in a knot. Due to the condition of the device as it was returned, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that the microsensor stopped working while implanted. The microsensor was removed and icp monitoring was discontinued.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.